Event description:
Medtronic received information that one day post implant of this bioprosthetic valve, the patient decompensated and was brought back to the operating room for surgical evaluation. Upon evaluation, no issues were found related to the valve or the procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the valve remains implanted and will not be returned. Additional information regarding the reason for the re-operation was requested. It was reported to not be related to the valve, however the exact reason was not specified. (B)(4).

Manufacturer narrative:
Additional information: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The device remains implanted and will not be returned. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.